Event description:
It was reported that during an acl reconstruction, a fraction of a burr tip fractured and remained inside the patient. During the patient's first postoperative visit an x-ray confirmed the fragment remained in the patient and a followup surgery was performed to remove the fragment.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.